Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via controller log files since log files were not available during the time of event. Analysis of the device revealed that the device met specifications; the device passed visual inspection, functional testing and dimensional verification. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information there is no evidence to suggest that the device caused or contributed to the reported event. This patient's comorbidities including morbid obesity, previous history of suspected outflow graft thrombus and medical noncompliance are identified factors likely contributing to the events with no indication of any device performance issues contributing to the event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status, poor vad filling or outflow graft obstruction. The instructions for use (IFU) addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of low flow including assessment of the patient and device status and the related potential actions. Worsening heart failure, and device thrombus are known potential events associated with vad implantation as outlined in the IFU. The IFU addresses setting parameters for related alarm thresholds, guidelines for optimal patient management including therapeutic anticoagulation therapy. Additionally, vad patients typically possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. This patient's comorbidities including morbid obesity, previous history of suspected outflow graft thrombus and medical noncompliance are identified factors likely contributing to the events with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) coordinator reported that the patient was admitted from home on (B)(6) 2015 for low flow alarms and fluid overload and the patient decompensated with worsening right ventricular (rv) failure. On (B)(6) 2015 patient flows were 1.5-2.0 lpm with a "mostly occluded outflow graft". It was reported that the site decided to go ahead with a left ventricular (lv) pump exchange on (B)(6) 2015 and placement of rv pump. Treatment prior to the exchange included medical management with IV heparin. The patient is doing well post-exchange and right vad implant; the chest was closed on (B)(6) 2015 and the patient was extubated. Per the site, if there was thrombus in the outflow that wasn't diagnosed right away, it could have led to inadequate pump function and therefore, inappropriate unloading of lv and backup into lungs causing rv failure. The patient remains hospitalized due to "other issues going on - all lung related".